Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller had not yet tried leaving the wall adapter plugged into a known working outlet for at least 30 consecutive minutes, so customer technical support instructed the caller to do so and planned to follow up.